Manufacturer narrative:
Additional information is provided in sections h.6 and h.11. Specific product identifiers (lot number, batch number, and/or serial number) were not provided and could not be determined at this time. However, all device history records are reviewed prior to product release to ensure the product was manufactured in compliance with the device master record and meets release criteria. A review for complaints reported against this serial number cannot be performed as the serial number is unknown. The serial is unknown. Therefore, a service history review cannot be performed. Based on the information obtained, the root cause of the reported event is inconclusive. The root cause of the reported ¿system-probe performance issue¿ remains inconclusive, based upon the information provided, at this time. However, the issue may be attributed to ancillary surgical factors. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. Similar incident data was collected for the associated reported events. Quality assurance will continue to perform periodic monitoring for evidence of adverse trending and take further action as appropriate. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A pharmacist reported that cutting function was not working during the vitrectomy surgery. The surgery was completed during the same procedure after replacing the product with another one. There was no consequence for the patient, except for the prolonged duration of the surgery. Additional information was received: vitrectomy cassette was connected to the machine, test passed but cutting function did not work. The cassette was then replaced with another cassette available in the operating room from the same lot and the test passes, but the vitrectomy remains inactive with no malfunction warning on the screen during the vitrectomy surgery. At the surgeon¿s request, the machine was replaced and used with a cassette from a different lot, and the surgery continued without any issue.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.